Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), uterine perforation ("other injury(ies) or complication(s): uterine punctures"), pelvic pain ("chronic pelvic pain/pain/left side pain") and genital haemorrhage ("excessive abnormal bleeding") in an adult female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included narcolepsy since 2011, paratubal cyst and uterine fibroids. Concomitant products included oxybate sodium (xyrem) from 2011 to 2015 and zolpidem tartrate (ambien) from 2016 to 2018. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced fatigue ("fatigue"), cystitis ("infection (bladder/urinary tract/vaginal): bladder infections"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("left side abdominal pain"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy periods") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy periods"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic adhesions ("adhesions"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (on (B)(6) 2017, underwent hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, pelvic adhesions, abdominal pain lower and abdominal pain outcome was unknown, the pelvic pain and mood swings was resolving and the genital haemorrhage, cystitis and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic adhesions, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, hormonal changes describe: mood swings, infection (bladder/urinary tract/vaginal): bladder infections, migraines / headaches, pain, perforation (fallopian tube(s)), other injury(ies) or complication(s): uterine punctures, adhesions were added. Outcome of the events were updated, patient's medical history was added, lot number was received. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), uterine perforation ("other injury(ies) or complication(s): uterine punctures"), pelvic pain ("chronic pelvic pain/pain/left side pain") and genital haemorrhage ("excessive abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: motrin, tylenol and ibuprofen. Concurrent conditions included narcolepsy since 2011, paratubal cyst, uterine fibroids and narcolepsy. Concomitant products included obetrol (adderall) since (B)(6) 2011, trazodone and zolpidem tartrate (ambien) from (B)(6) 2016 to july 2018 for narcolepsy as well as clonazepam since (B)(6) 2011 and oxybate sodium (xyrem) from 2011 to 2015. In 2010, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal): bladder infections"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("left side abdominal pain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) heavy periods") and menorrhagia ("abnormal bleeding (menorrhagia) heavy periods"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic adhesions ("adhesions"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (on (B)(6) 2017, underwent hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic adhesions, abdominal pain lower and abdominal pain outcome was unknown, the pelvic pain, genital haemorrhage, cystitis, migraine and headache had resolved and the fatigue and mood swings was resolving. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic adhesions, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - in (B)(6) 2016: 14.9. Ultrasound procedure report endometrium thickness: 3.6 millimeter,endometrium thickness: 3.6 millimeter. Uterine fibroids-patient does have a large uterus with fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: reporters added. Historical drug, concomitant drug and concomitant disease and laboratory data were added. Updated outcome of events fatigue, migraine and pelvic pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), uterine perforation ("other injury(ies) or complication(s): uterine punctures"), pelvic pain ("chronic pelvic pain/pain/left side pain") and genital haemorrhage ("excessive abnormal bleeding") in an adult female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included narcolepsy since 2011, paratubal cyst and uterine fibroids. Concomitant products included oxybate sodium (xyrem) from 2011 to 2015 and zolpidem tartrate (ambien) from 2016 to 2018. On (B)(6) 2010, the patient had essure inserted.in 2010, the patient experienced fatigue ("fatigue"), cystitis ("infection (bladder/urinary tract/vaginal): bladder infections"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("left side abdominal pain"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy periods") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy periods"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic adhesions ("adhesions"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (on (B)(6) 2017, underwent hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, pelvic adhesions, abdominal pain lower and abdominal pain outcome was unknown, the pelvic pain and mood swings was resolving and the genital haemorrhage, cystitis and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic adhesions, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2017, underwent hysterectomy). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.